Manufacturer narrative:
H10: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The devices were discarded; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The event occurred on an unspecified date in (B)(6) 2021. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a cap was missing from six (6) amia cassettes. This was observed during setup for peritoneal dialysis therapy. It was further reported there were no signs of physical damage to the primary packaging or shipping materials. There was no report of patient injury or medical intervention associated with this event. No additional information is available.